Event description:
Conformis (company that designs and manufactures custom hip and knee replacements) informed the user facility of a computer calculation error in which the neck length of a knee implant was 2.5mm off calculation. No patients were harmed as a result of the calculation error. Although the neck length was shorter than intended, the surgeon is able to make up for the difference on the head implant to achieve appropriate leg length for the patient.